Event description:
Teleflex medical customer svc reported an end-user alleges that the skin stapler feeder blocks (jammed) before the end. No pt injury or medical intervention was reported.

Manufacturer narrative:
Add'l lot #: t1248502, t1240092. Device evaluated by MFR: the investigation of similar incidents have been evaluated and corrective actions were implemented. CAPA # was opened on january 27, 2006 and closed on january 31, 2007. This CAPA was to implement corrective actions that will minimize recurrence of the customer's claim.